Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that the reportable malfunction was due to corrosion of electrical contacts at external plug unit caused electrical continuity failure with receptor of the processor, which led to the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had an incompatible scope (e315) error. The issue occurred during preparation for use of an unspecified diagnostic procedure that was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.